Event description:
Boston scientific received information that this dependent patient presented to the emergency room feeling faint. It was noted on this right ventricular (rv) lead that when the patient sat up intermittent capture was noted but capture was present when the patient was on their side. Pacing inhibition was also noted. Impedances were stable and 3.3v at 1 millisecond was the threshold. The lead was noted to have dislodged and was successfully repositioned without further patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.